Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical was returned for evaluation and a physical investigation was performed on the catheter. During physical investigation a catheter with a broken helix and the collecting bag attached to it were received. The helix was found broken at 20 cm from the tip of the catheter. The collecting bag tube had no issues. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required d2b (mcw; dqx), g3, h6 (component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using rotarex device. During the procedure, device passed through without clutching, the helix was allegedly found to be broken inside the patient upon removing. Able to snare and remove the remaining piece without harm to the patient. Removed the device completed angioplasty, had a good result. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending however; photos were provided for review. The investigation of the reported event is currently underway. D2b (mcw; dqx). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using rotarex device. During the procedure, device passed through without clutching, the helix was allegedly found to be broken inside the patient upon removing. Able to snare and remove the remaining piece without harm to the patient. Removed the device completed angioplasty, had a good result.